Event description:
Caller reported an inform system with a result of hi, which on the inform system indicated a result in excess of 600 mg/dl, and lab result of 99 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Meter passed valid control tests, was not replaced or returned. A request was made for the return of strips, replacement sent.